Event description:
Procedure: laparoscopy. According to the rptr: whilse using the device, the retractor broke and four plastic pieces became detached from the retractor. All four pieces were retrieved.

Manufacturer narrative:
(B)(4).